Event description:
Boston scientific received information that the patient experienced dizziness. Upon interrogation it was noted that the right ventricular (rv) lead exhibited high threshold measurements and loss of capture with no asystole greater than two seconds. A revision procedure was performed where a dislodgement was confirmed with fluoroscopy. The lead was successfully repositioned and remains in service. There were no additional adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.